Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented for removal of the implantable cardioverter defibrillator and right ventricular lead due to pocket infection. The patient was in stable condition following system explant.